Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore service department; the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. The pace/defib engine was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer analysis of reports of this type has not identified an increase in trend.